Manufacturer narrative:
Investigation performed by manufacturer and received on 22 may 2018: document review : batch released on date: 30/june/2017 n. Of pieces released: (B)(4) all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Pictures inspection: it was not possible to analyze the drill bit because it was stacked in the patient. As shown in the pictures above, the drill bit broke. We suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage. Visual inspection performed by r&d product manager on 28 may 2018: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use. Clinical evaluation performed by medical affairs (B)(4) on 01 june 2018: intraoperative rupture of the drill bit that couldn't be removed from the surgical field. A complete evaluation of the position of the foreign body and the potential consequences of this event cannot be performed on the basis of the single projection image provided. The technical investigation did not reveal, to our knowledge, a defect in manufacturing. A clinical cause is possible in terms of excessive bending force applied during positioning but we have no evidence of this. A final conclusion cannot therefore be reached.

Event description:
During surgery while drilling for a screw in the acetabulum, the drill bit broke. The drill bit remains in the patient. The surgeon used a secondary drill bit to complete the case. The surgery was completed successfully, even if it was delayed approximately 45 minutes in attempt to retrieve the drill bit.